Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review was possible as no lot numbers have been made available. Unfortunately no complaint sample was available for assessment but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. However, should a sample become available the investigation may be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. Unfortunately no complaint sample was available for assessment but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The results of the investigation have shown that the most probable cause was an incorrect knife temperature setting. This has now been adjusted and the in-process inspection method optimised for carrier peeling and a corrective action plan has been put in place to address this issue. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
When the carrier was removed, the film dressing got peeled off from the skin. Plural products in the carton were affected. No patient harm or delay. The number of patients involved cannot be confirmed. Some dressings were tried to use for patient and some were tested on the package or skin of sales-rep, quantity cannot be confirmed. No information about backup.